Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 18) with multiple cartridges during basal delivery. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully and resume delivery.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.